Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during any electrode placement.

Event description:
During a crt-d implant procedure, a cardiac perforation occurred. After inserting the catheter to assist during cannulation of the coronary sinus (cs), contrast media was injected and observed in the pericardium. X-ray revealed a puncture near the mid cs region. The patient became hypotensive and was treated with fluids, medication and a pericardiocentesis was performed to stabilized the patient. There were no performance issues with any (B)(4) device.